Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Product / lot code / expiration date. Date of implant - 1989. PMA/510(k) number. Manufacture date. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions. "

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions. "

Event description:
It was reported that the patient underwent a left total hip arthroplasty in 1989 and received unknown implants. Subsequently, the patient was revised on (B)(6) 2002 due to unknown reasons and received a biomet cup and liner. The patient underwent a further revision procedure on (B)(6) 2014 due to dislocation. The competitor head and biomet liner were removed and replaced with a competitor head and a biomet liner.

Event description:
It was reported that the patient underwent a left total hip arthroplasty in 1989 and received unknown implants. Subsequently, the patient was revised on an unknown date due to unknown reasons and received a biomet cup and liner. The patient underwent a further revision procedure on (B)(6) 2014 due to dislocation. The competitor head and biomet liner were removed and replaced with a competitor head and a biomet liner.